Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the unit distal end c-body was found to have multiple dents, glue was peeling and the c-cover was found with rust. The ¿a-rubber glue¿ was found cracked and the guide lens (gl) were found with chipped lens at the edges. Control knob was grinding and forceps, k-lever unit found with broken elevator (wire broken). The guide wire tension testing failed and the angulation measurement determined to be out of service. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The device elevator unit wire was broken and other physical defects were found. The reported issue was attributed to device physical damage and the likely root cause can be due to maintenance issue and or device handling issue. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during a reprocessing, the device was found to have a broken elevator. There was no patient involvement on this report. No user impact or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during a reprocessing, the device was found to have a broken elevator. The root cause of k-wire breakage cannot be conclusively determined. Per DHR review, scope has been used in the market for a long time. It was presumed that the factors causing the failure attributes to deterioration of the scope and the metal breakage by excessive stress due to forcible manipulation. Abnormalities are detectable by conducting periodical inspection/inspection prior to use in accordance with IFU (instruction for use). Per user manual, it states: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following the manual instruction. ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the forceps elevator mechanism: move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. While observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the ¿ u¿ direction until the operator feels heavy. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Also, confirm that the forceps elevator remains stationary when pushed from behind while holding the elevator control lever stationary. Move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly.